Event description:
It was reported there were two additional cases of particles on the iris, observed following phacoemulsification procedures (previous complaint reported (B)(4). The surgeon informed us, the particles were white in color, one patient had one particle, and another had several. They believe there is a problem either with the device or the material, and these are not cataract particles. The territory manager reports the surgeon believes the particles could be metallic, originating from the phaco tip. No further detail was provided. This complaint has been opened for the patient presenting with a single particle. (B)(4) captures the patient presenting with multiple particles.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided section d6a - implant date: not applicable. The phaco tip is not an implantable device. Section d6b - explant date: not applicable. The phaco tip is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6) section h3: the phaco tip was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.